Event description:
Ten days post-op, pt complained and was noted to have a reddened, blistered area on the operative knee, not immediately adjacent to the surgical port sites. Blistered area was described as starting as a small red spot that became larger, blistered and sluffed off. Surgeon does not use a cannula to introduce the electrosurgical probe. Surgical dressing includes steristrips and benzoin, fluffs, webril and ace wrap. Grounding pad was placed on the operative leg above the tourniquet. Ground site documented as unremarkable upon removal. No mention of ground site status on the post-op visit. Facility unable to determine lot number of the probe. Generator was used at the default setting for the probe attached. Sales rep. Called with additional information. The grounding pad used was 3m split pad (15 sq.in.) The surgeon said the burn was at the scope cannula insertion site.